Manufacturer narrative:
The device was not returned to resmed for an evaluation. The external battery was replaced to address the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an external battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.